Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. During 2/3rd deployment, the valve was deflected to the center of the annulus due to strong native valve calcifications of the non-coronary cusp (ncc) and left coronary cusp (lcc). Echocardiogram indicated "no flow" inside the valve. The cause of the lack of blood flow was not known, but it was suspected that the tip of the valve had not fully expanded, rendering the valve not functional. There was concern that the valve apex may not have been functioning properly. The valve was withdrawn from the patient. A replacement valve was successfully implanted slightly deeper and flow inside the valve was observed on echocardiogram. Following implant of the valve, echocardiogram indicated that the lower end of the first valve measured 17 mm and the second valve measured 19 mm. It was reported that there were no issues loading. Additional information was received that one day following the implant of this transcatheter bioprosthetic valve, right paralysis was noted. Subsequently, a diagnosis of cerebral infarction was made via magnetic resonance imaging and neurological sequelae remained. One month later, the patient was reported to not recovered. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's cerebral infarction. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient family via telephone that one month and twelve days post-implant, the patient was in poor health and died after being transferred from the hospital. Details unknown. The cause of death was unknown. Per the physician, the valve and the valve implant procedure contributing factors to the patient's death were unknown. No further information was provided.